Manufacturer narrative:
The device was not returned for evaluation. Lot release records were reviewed, and the product lot met all acceptance criteria. Based on insulet's investigation, software issues were found that contributed to the errors and a CAPA has been opened to address the issue.

Event description:
The patient reported that when first using the bolus calculator in personal diabetes manager (pdm) it would suggest a very high bolus, based on the carbs entered. The patient would then back out, try again and get a lower or more accurate suggestion.